Manufacturer narrative:
Date of event is estimated the device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was general comment concerning arteriotomy closure of a potentially scarred common femoral artery using a prostar xl after an endovascular aneurysm repair (evar) procedure. Reportedly, while pulling the prostar xl handle out to deploy the needles, the upper green suture's needle did not come through its channel. The needle was stuck in tissue or the vessel wall due to patient's prior history of procedures in the target groin. The needle eventually came out by manual pulling with the forceps. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.